Event description:
A customer reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset and guided the customer through the process, after which the error code did not reappear, and the customer successfully started their sensor session.